Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had difficulty recharging as ins was at 90 degree angle. Rep tried to connect with clinician tablet but was unable to. Battery was visible through the skin to what appeared to be a 90 degree angle. A pocket revision occurred to place the battery back to its correct position in the pocket. Issue resolved at this time. No further complications were reported/anticipated.